Manufacturer narrative:
As additional information, it was reported that the failure phenomenon occurred when the user pressed the start/stop switch to stop gas supply after completed the procedure. The subject ucr was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated the subject ucr, but the failure phenomenon, which not stopped gas feeding, could not be reproduced. Therefore, the exact cause of the reported event could not be conclusively determined. However, omsc confirmed that over nine years have passed since the subject ucr was manufactured and there has been no repair history until this event occurred. Based on the evaluation result so far, it was surmised that the possible cause of the failure phenomenon was temporary malfunctions due to aging-deterioration.

Manufacturer narrative:
The subject ucr has not been returned to olympus medical systems corp. (Omsc) yet. Omsc will investigate the subject ucr to identify the root cause of this failure phenomenon when omsc receives it. The ucr instruction manual states the corresponding method when there is an abnormality for the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
It was reported that during an unspecified therapeutic procedure, the gas feeding could not be stopped from the subject ucr. The user replaced the subject ucr with another device and completed the procedure. There was no report of the patient¿s injury regarding this event.